Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and failed. The complaint could not be confirmed because the transmitter was received one year after the reported event. The reported potential reportable event was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient that the transmitter display showed dashes on (B)(6) 2016. No injury or medical intervention was reported.